Manufacturer narrative:
The device has been returned to the MFR for eval. The investigation is currently underway.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the trocar probe tip was returned completely detached from the cannula. The probe was examined closer under magnification, and it was found that the break was at the weld joint that bonded the probe tip to the probe needle. The probe was disassembled and one internal stop was verified to be broken off of the front housing. The other tab was not broken. The tip of the cutter was found to be flattened, indicating that the cutter made contact with the probe tip. The broken internal stop allowed the cutter to advance too far forward into the probe tip, causing the weld joints to break and the tip to detach. The investigation is confirmed for the detachment and for a break, as an internal stop was found to be broken. The root cause for the tip detaching was determined to be due to the broken internal stop. When the stop broke, the cutter was forced up into the probe tip. However, the root cause for the internal stop breaking is unk. See scanned page.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). All required information was previously provided and no further follow up attempts were completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultra-guided breast biopst, after two test sample attempts outside of the breast, the probe tip detached. The procedure was rescheduled. There was no reported patient involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.